Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was fatigue of the plate after 11 weeks. Additional items all intact: 2 x 204.016, lot 8076893, 1 x lot 8170822, 1 x 204.020, lot 7929206, 1 x 212.105, and lot 8073473. The patient suffered from an ankle fracture and dislocation. Osteosynthesis third tubular plate and ligament repair of the capsule was performed. Material was received on (B)(4) 2013 and was forwarded for investigation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative:this device is used for treatment, not diagnosis. Device received 6/18/2013 not 6/24/2013.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that based on the topography of the fracture surface we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating bending loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The plate could not resist the applied force which finally led to the fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found.